Event description:
Procedure type: hernia. According to the reporter: the mesh was implanted on (B)(6), inflammation improved, then a secondary suture had to be done and it was determined that the mesh was ripped twice in the middle. The mesh was explanted on (B)(6), 2011.

Manufacturer narrative:
(B)(4).